Event description:
It was reported via trial that approximately one week post rx acculink stent placement in the right internal carotid artery, the pt experienced a hemorrhagic stroke. There was no treatment provided. On (B)(6) 2010, the pt was discharged to home with right hand weakness and some memory loss. Although requested, there was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Hemorrhage may occur during this type of procedure and as listed in the instructions for use, hemorrhage is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the pt symptom. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.